Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness of breath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no serious or permanent report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged shortness of breath.there was no report of serious patient harm or injury. In previous report the manufacturer stated incorrect information as there is visualization of particles in the device. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the exterior investigation, observed unknown dust or dirt contamination present on all surfaces of the base unit. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. An interior investigation found unknown debris in the tracks of the ui panel. Also observed mineral deposits present on the motor casing and blower box housing, suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Evidence of sound abatement foam degradation or breakdown was not observed in the base unit. In secondary findings, a keratin-like substance was observed around the blower box outlet. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box were inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airway suggests a source external to the device. Mineral spots consistent with water ingress were found within the blower box, motor casing, and blower box housing. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation observed in the base unit. Confirmed the presence of contamination in the airpath. Sections d8, d9, h2, h3, and h6 were updated.